Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad is difficult to use and keypad was unresponsive. The customer¿s blood glucose was 7 mmol/l. Customer reported the plastic around the keys was bubbling. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Device received with pillowing keypad overlay. (B)(4).